Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured during patient use. There was no adverse event, patient injury or medical intervention associated with this report. There was patient involvement. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). A follow-up medwatch report will be submitted if additional information becomes available.